Event description:
A journal article was reviewed that contained information regarding these leads. It was noted that the right ventricular (rv) lead had exit block/dislodgement and needed to be repositioned. Further investigation indicated that there is no designation for which lead is the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "clinical routine implantation of a dual chamber pacemaker system designed for safe use with MRI." Herzschrittmacherther. Elektrophysiol. 2011;22(4):233-242.